Event description:
It was reported that during a pci procedure, the quantum maverick monorail catheter balloon ruptured at 12 atms on the initial inflation. A stent was deployed in the left circumflex (lcx) coronary artery. The lcx and left anterior descending (lad) were dilated by kissing balloon technique. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "good".